Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: product ID 2090 programmer. (B)(4).

Event description:
It was reported that the programmer was displaying a message that the ¿analyzer lost connection." The company representative removed and reconnected the analyzer, but it was still not working. Technical support (ts) had the caller swap analyzers with another programmer and both analyzers were working. Ts told the caller that it was a contact connection issue. The programmer and analyzer were restored to service. There was no patient involvement indicated.